Event description:
During a surgical procedure removal external fixator of the right leg, removal of the frame the two anterior pins had fractured at the bone interface half of the pins was still remaining inside the femur, buried.